Event description:
It was reported that during a laparoscopic colon resection procedure, the white tissue pad was melted but still in the clamp arm. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was returned with tissue pad lifted at the tip of the clamp arm. Based on the condition of the tissue pad, a possible cause for this damage is that the tissue pad got stuck on a trocar or body tissue. Care should be taken when introducing the instrument into a trocar or during use inside the patient. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. However, no conclusion could be reached as to what may have caused the found damage.

Manufacturer narrative:
(B)(4).